Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000007260/00116348394, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent explant. No further information could be obtained.